Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1, e2, e3, g2 (health professional and user should not be selected, added company as issue was found by olympus) additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. No physical damage was found at the location where foreign material remained three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif/cf/pcf-190 series operation manual, chapter 3, "preparation and inspection". -preventative measures: gif/cf/pcf-190 series reprocessing manual chapter 5, "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air/water cylinder had foreign objects. There was no patient involvement.